Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was selected for use. Prior to the ivus procedure, it was found that when the device was turned on, error 1109 was displayed, which correlates to pdaq test results not known. The procedure was not completed due to this event. No patient complications were reported.